Event description:
The customer reported, several fatal errors were displayed and the table could not be rebooted to clear the errors. No patient injury reported.

Manufacturer narrative:
Ge service rep performed an on site investigation. The assembly pcb interface board was replaced. The system was tested and found to be working as intended and put back into the service.